Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead in this pacemaker system had dislodged. A revision procedure occurred, and the lead was successfully repositioned. However, when the lead was reconnected to the device, the system exhibited high out of range pacing impedance measurements. Troubleshooting steps were performed, including removal of the rv lead from the header, cleaning of the port, and reinsertion; however, the out of range measurements continued. Similarly, the atrial lead was then connected to the rv port, and impedance values were also high and out of range. The physician opted to replace the device. Following replacement, the leads exhibited normal and within range pacing impedance measurements. No additional adverse patient effects were reported. This device has returned for analysis.